Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and closing correctly. The clip formed in an x shape. When the device was fired more slowly (but plastic to plastic) the clip was not tight enough to completely stop the bleeding. The procedure was completed using a reusable clip applier.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.